Event description:
It was reported that the customer experienced issues with the battery, which was taking longer to charge and depleting quicker than usual. There was no adverse impact to the customer¿s blood glucose level. The customer declined a follow-up with technical support and was in the process of renewal, with no additional information on actions taken.